Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck was short measuring approximately 10 mm in length and it was moderately angulated. The bifurcated stent graft was implanted slightly lower than intended and the final angiogram revealed that there was a proximal type I endoleak. The physician modeled the stent graft however the endoleak did not resolve. The decision was made to implant an aortic cuff proximally. An endurant (B)(4) aortic cuff was successfully implanted at the level of the lowest renal artery. The physician modeled the aortic cuff with a reliant balloon but there was still a small type I endoleak present. The endoleak was less than the prior angiogram. The decision was made to stop and evaluate for the endoleak at the one month CT to see if the endoleak has resolved. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short aortic neck), device failure/lack of effectiveness related to patient condition (short aortic neck).